Event description:
It was reported to covidien on 3/12/2009 that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter dislodged from the patient. The catheter needed to be removed, and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.